Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic technician reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision and the iol was malfunctioning. The iol was exchanged in a secondary procedure. Additional information was requested.